Event description:
During an attempt to pass the gall stones in the bile duct, the wire uncoiled. The wire was removed and a replacement wire was used. It too, uncoiled and the distal tip of the wire separated, remaining in the patient. The physician removed the wire and stopped the procedure. The tip remains in the patient at this time, but the physician plans a new intervention to catch this wire tip with a retrieval forceps and remove the stones out of the bile duct.

Manufacturer narrative:
Evaluation: the complaint device was not returned, only the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. As this guide is inspected 100% for bends, kinks, adequate joint strength, verifying the appropriate overall length and other surface imperfections, prior to transport, it is feasible to suggest the device met with resistance beyond its intended capabilities. We can advise that in the past, we have seen this type of damage occur if the wire guide came into contact with the bevel of the needle during the initial placement. We do advise in our label affixed to the wire guide holder: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage."